Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Maude report mw5061975 states: fracture of femoral stem in a left total hip arthroplasty; the placement occurred 10 years earlier on (B)(6) 2006. The pt reported developing pain; when he arrived to the emergency department, he reported falling for no reason and being unable to bear weight on the left hip. He had to be removed from his vehicle.

Manufacturer narrative:
Additional narrative: maude report mw5061975 states: fracture of femoral stem in a left total hip arthroplasty; the placement occurred 10 years earlier on (B)(6) 2006. The pt reported developing pain; when he arrived to the emergency department, he reported falling for no reason and being unable to bear weight on the left hip. He had to be removed from his vehicle. Examination of the reported device was not possible as it was not returned. A search of the complaints databases identified one other report against the femoral stem. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.